Event description:
Treatment of a left cavernous (cav), ophthalmic, supraclinoid, superior hypophyseal aneurysm. During the procedure, it was reported that two pipelines did not completely open proximally and a hyperglide balloon was used to achieve full wall apposition.no injury was reported with the patient as a result of the procedure.same event as MDR# 2029214-2012-00638.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation was it was implanted in the patient. Use of a balloon is recommended in the instruction for use.(B)(4).